Manufacturer narrative:
The technician replaced the reverse trendelenburg mounting block to resolve the issue.

Event description:
Technician alleged that the bed would not go into reverse trendelenburg. No patient injury.